Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated and bearings were found to be damaged. Damaged bearings can lead to increased friction between rotating components, resulting in heat being generated. The bearings were replaced, and additional preventative maintenance was also performed. The drill was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.